Event description:
It was reported that a ventilators top display was distorted. The ventilator was not being used on a patient at the time of the event. There is no report of serious injury or death associated with this event.

Manufacturer narrative:
(B)(4).the customer support engineer (cse) evaluated the ventilator and verified the reported issue. The cse replaced the graphic user interface (gui) printed circuit board (pcb), which resolved the reported issue. The ventilator passed extended self tests (est), short self tests (sst), and performance verification tests (pvt).